Event description:
It was reported the patient experienced loss of stimulation as the patient's ipg became inoperable due to not charging it for few weeks. The patient was unable to establish communication between her ipg and external devices. A sjm representative confirmed the communication issue. Subsequently, the physician explanted and replaced the ipg which resolved the communication issue. Reportedly, the patient has effective stimulation postoperatively.

Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.